Event description:
It was reported that a user experienced fluctuating blood glucose with a documented low around 70 mg/dl by both the ilet and fingerstick after a prior elevated glucose that received corrective insulin, followed by treatment with oral glucose and unannounced meal intake while recovering from the low. Investigation included customer care review of device-reported glucose trends and product-use assessment with education on meal announcement and hypoglycemia treatment. Further investigation of this case revealed user-related factors, including unannounced meal during recovery from hypoglycemia and potential overcorrection patterns, consistent with expected device behavior delivering corrective insulin before the low. It was concluded that the device performed as designed, and the event was attributable to user management of meals and hypoglycemia. Symptoms included hypoglycemia. Outcomes included transient functional limitation requiring self-treatment and coaching, without emergency care or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.